Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range impedance measurements. Boston scientific technical services (ts) reviewed the available data and indicated there was minute ventilation oversensing as well. It was indicated a follow-up would be performed. Lead fracture type noise was able to reproduced by arm movement regardless of minute ventilation being programmed on or off. As a result, the physician concluded that was a result of a lead fracture. The device was programmed to vvi. No adverse patient effects were reported.